Manufacturer narrative:
Device evaluation: evaluation of the submitted system controller log file confirmed the report of low speed operation and pump stops. A distal end driveline replacement was performed on (B)(6) 2016 and the replaced portion of the driveline was returned for evaluation. The returned portion of the driveline was tested electrical continuity and passed. Visual examination and high potential testing was performed and revealed no evidence of driveline wire compromise that would have contributed to the events captured in the log file. X-ray images of the internal and external portions of the driveline were examined and no area of suspected damage was identified. The evaluation could not confirm the location of the suspected wire issue. The patient remains ongoing on lvad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that options going forward were discussed with the patient and the patient's family and plans were made for a possible pump exchange. The patient remains on battery support with no further red heart alarm as of (B)(6) 2016.

Manufacturer narrative:
(B)(4). Approximate age of device: 11 months. The replaced portion of the repaired driveline was returned for analysis. The evaluation is not complete. The patient remains ongoing with the implanted device and ungrounded patient cable and no further issues have been reported. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient phoned the vad coordinator to report that they had experienced low flow, driveline disconnect, and low speed alarms, lasting only a few seconds. The patient denied experiencing any symptoms when the alarms occurred. All alarms occurred while the lvad system was connected to the power module. The patient presented to the clinic for assessment. X-ray images were inconclusive for any shielding damage. On (B)(6) 2016 the manufacturer's technical service representatives performed a driveline evaluation. The electrical continuity test did not reveal any broken wires. The entire external portion of the driveline was replaced with no issues. The lvad system was connected to a power module with a grounded patient cable after the repair, and about 30 minutes later the low speed and pump off events recurred. Two ungrounded patient cables were provided for use with the power module. As of (B)(6) 2016, the patient was reported to be doing well using the ungrounded patient cable. Future steps are being discussed amongst the vad team. No additional information was provided.